Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c16098, h11f28047, h11g25033, h11h19059, h11h18044, h11i07086. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis and dysfunctional uterine bleeding in a patient coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged and was recovering. The nurse confirmed that on (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that the events of peritonitis with culture positive for hemolytic streptococcus and dysfunctional uterine bleeding were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.